Manufacturer narrative:
Additional narrative: no reported patient involvement. Event date: unknown. Device is an instrument and is not implanted or explanted. Product investigation summary: the following complaint device was received: one (1) extraction screw conical for screws (part: 309.530 / lot: 9125300) the complaint condition for the extraction screw was likely caused during a procedure where a surgeon was trying to remove an implanted screw and it had become hardened making it difficult to remove without some sort of force, which led to the breaking of the tip on the instrument in attempt to remove it. The device is part of the synthes screw removal set. The instruments are used to remove intact screws or damaged screws that are difficult to remove. Upon visual inspection of the complaint device, it can be seen that the threaded distal tip of the instrument has broken off from the instrument and was not returned. Approximately 2.75 mm of the device had sheared off. A root cause could not be determined; however, it is possible that during a procedure a surgeon tried to remove an implanted screw and it became hardened. This could have led to the breaking of the tip on the instrument in attempt to remove it. This complaint is confirmed. The relevant drawing was reviewed. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device history record review: manufacturing location: (B)(4)- manufacturing date: september 24, 2014. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported that a conical extractor screw was placed in the sterilization room of the hospital with a note stating that ¿repair was needed.¿ no additional information was provided other than no patient was involved in the event. During the investigation of the returned device, which was completed on february 12, 2016, it was determined that approximately 2.75mm of the threaded distal tip had sheared off. Based upon this new information, the reportability was re-assessed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.